Manufacturer narrative:
The unexposed portion of the soft cannula was observed to be torn and leaking, causing corrosion, insufficient batteries and data loss. The tear in the soft cannula is confirmed as the cause of the reported event. Inspection of the formed needle found the distal tip to be damaged. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose levels reached 330 mg/dl while wearing the pod between 1 and 4 hours.